Manufacturer narrative:
The pump is in the process of being evaluated.

Event description:
The facility's biomedical dept reports that the pump overinfused during pt use. No pt injury or medical intervention was reported. The pump was set to deliver 18ml per hour, and delivered 400ml in two hours. No record of any pt incident involving the pump since the last baxter service event.